Event description:
A customer observed imprecise phyt qc results on the vitros 5.1 fs analyzer. Biased results were reported. Biased results of the direction and magnitude observed may lead to inappropriate physician action. There was no report of patient harm as a result of this event.

Manufacturer narrative:
Investigation summary: investigation into this event showed that the precision of the system was outside of expectations. The field engineer found the immuno wash metering tubing assembly was pinched and incorrectly routed preventing proper movement of the module. The fe replaced the immuno wash metering tube assembly. Post service precision test results were acceptable. The root cause of the event was instrument related.